Manufacturer narrative:
Siemens filed the initial MDR on (B)(4), 2011.(B)(4) 2012: correction:the initial MDR report stated the cause is unknown.the customer believes that the samples were not spun prior to initial testing and were spun prior to repeat testing. This appears to be the cause of the discordant results.

Event description:
False (B)(6) advia centaur xp ahbs results were reported by the customer on two patient samples and discordant when compared to repeat testing that was (B)(6). Corrected reports were issued by the customer. There was no known report of adverse health consequences due to the discordant ahbs results that were reported.

Manufacturer narrative:
The cause for the initially (B)(6) advia centaur xp ahbs results is unknown. Quality controls results were within acceptable ranges. One test results was at the retest zone cut off value and the other test result was within the retest zone that would have required repeat test confirmation prior to reporting a (B)(6) result. The instructions for use (IFU) states: retest zone: (B)(6). The instrument is performing within specifications. No further evaluation of the device is required.